Manufacturer narrative:
(B)(4) a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm. Titanium rod broke. Complaint also involved synthes products. Synthes has been notified. Awaiting complaint form per complaint form: patient had a t8-pelvis construct with viper2 cortical fix screws at t8, t9 and t10, viper2 screws at t11 and t12 and matrix screws from l1-s1. One of the titanium rods broke on right side necessitating revision surgery. Three viper2 end caps were removed and one matrix screw was removed at l1. An inline rod connector was placed after removing the broken rod. New end caps were placed for the viper2 screws and one matrix screw and a matrix transconnector was placed to stabilize the construct.